Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report issues with the insulin pump. Customer stated that the pump makes a weird grinding noise. Customer stated that during a set change, once the act button is released, the piston continues to move and press against the reservoir. Customer stated that the reservoir is emptied out, as a result. Customer reported that she was hospitalized due to low blood glucose levels as well as high blood glucose levels. Customer was not able to troubleshoot at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not being returned or replaced.